Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m9141w the device returned was in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. This is what caused the reported issue of : "tighten assembly" and ¿replace instrument¿. In addition, it was found that the blade was missing the sheath. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be made as to what damaged the blade at the pin hole. It is possible that the missing component issue occurred during the manufacturing process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a panproctocolectomy procedure, the error occurred during the case. The first error message indicated "tighten assembly", the second error message was the same and then the error beep kept going off on the generator. The handpiece, gen11 was then changed and still the same errors occurred. Third error tone, replace instrument, appeared another like device was used to complete the procedure. There were no adverse consequences for the patient reported.